Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation a review of the drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. Material separation, is listed in the labeling for the product. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and no product returned, investigation has concluded the cause of this event cannot be traced to this device; , however appropriate measures have been initiated to address this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter is a non-healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a patient of unknown gender and age was undergoing an angioplasty procedure via the femoral artery. The procedure was completed when the flexor high-flex ansel guiding sheath separated in the superficial femoral artery the coil remained intact. The complaint device had been in place approximately one hour. Vessel angulation, calcification, and tortuosity information is unknown. The complaint device was able to be removed without leaving any portion in the patient's anatomy. This added additional time to the procedure; however, it was reported the patient did not experience any adverse effect and is "okay." The complaint device's lot number was not able to be provided.